Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 06-nov-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issues "explant", "blurry vision", and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to patient complaints of vision is not as clear as it could be. She is not able to read without reading glasses and can not see street signs due to blurriness. The explanted iol was replaced with a non-johnson & johnson surgical vision iol with 20.0 diopter. Uncorrected and best corrected visual acuity pre-operative was reported as: -0.50 +0.50 x 080 add: +2.50 20/20. Uncorrected and best corrected visual acuity results post-operative are not available. There was no medical interventions, no surgical interventions, and no patient injury. Patient status post-procedure is unknown. No further information is available.